Event description:
A report was received from a physician that the pt was treated at another healthcare organization for removal of a retained guide wire. The guide wire was used when a tesio catheter was inserted for dialysis in 2002.